Event description:
It was reported that the piston on the pump did not fully retract and customer could not load a new cartridge onto the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.